Event description:
Event verbatim [preferred term] . She has a 1 euro coin size painful burning blister in the intimate area. [Burns second degree]. ,narrative: this is a spontaneous report from a pfizer-sponsored program (selbstmedikation). A contactable consumer reported that a female patient of an unspecified age started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual pain. The patient's medical history and concomitant medications were not reported. After application, as described in the description, then the shock. She had a 1 euro coin size painful burning blister in the intimate area on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Product investigation results are as follows: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2013 through (B)(6) 2016 / manufacturing site: pfizer albany / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 59 complaints for menstrual 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for menstrual 8hr products. There was an increase in complaints in (B)(6) 2015. Four of the 6 complaints were related to burns and blisters. Two of the 6 complaints were related to itchiness and redness (allergic reactions). The data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status was not received. Follow-up (13mar2017) follow-up attempts completed. No further information expected. Follow-up (22jun2020): new information received from product quality complaint group includes: product investigation results. No follow up attempts possible. No further information is expected. Follow-up (22jun2020): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 18jul2020 was instead received on 22jun2020. No follow up attempts possible. No further information is expected., comment: based on the information provided, reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2013 through (B)(6) /2016 / manufacturing site: pfizer albany / complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation: the citi customizable search returned a total of 59 complaints for menstrual 8hr products during this time period for the class/subclass. There were no complaints confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A citi complaint trend search was performed for the subclass adverse event safety request for investigation for menstrual 8hr products. There was an increase in complaints in (B)(6) 2015. Four of the 6 complaints were related to burns and blisters. Two of the 6 complaints were related to itchiness and redness (allergic reactions). The data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event safety request for investigation for menstrual 8hr products. There is no further action required. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na. Site sample status was not received.

Event description:
Event verbatim [preferred term] she has a 1 euro coin size painful burning blister in the intimate area. [Burns second degree] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (selbstmedikation). A contactable consumer reported that a female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare menstrual) from an unspecified date at an unspecified dose for menstrual pain. The patient's medical history and concomitant medications were not reported. After application, as described in the description, then the shock. She had a 1 euro coin size painful burning blister in the intimate area on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, reported event burn blister as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.